Event description:
Medtronic received information that prior to use of this 12mm pulmonary valve conduit, it was reported that the leaflets were found to be less pliable, stiffer and dark yellow in color. The conduit was not used. It was further reported that the temperature indicator on the valve conduit was intact, and was stored in a cupboard in the operating room. No patient involvement was reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed all leaflets were pliable and appeared intact with no visible tears. All commissures appeared intact with no visible signs of damage. While submerged, all leaflets were in the closed position, with a small gap at the point of coaptation. Inspection of the returned contegra conduit revealed amber-colored particulate matter of unknown origin adhered to the outer surface of the conduit. When compared to a reference contegra conduit, the returned device appeared noticeably darker. These findings were escalated to post market engineering for further investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.